Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:a visual inspection of the pump showed a cracked battery compartment. The battery cap had stripped threads and was unable to fully attach on to the pump. A test battery cap was able to tighten and the pump was able to be exercised for 24 hours with no power loss or alarms. The pump cover was removed and no evidence of loose components or moisture contamination was identified inside pump. Unrelated to the complaint, evaluation revealed a discolored display screen.